Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2007 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, dysfunction, lack of mobility, loss of range of motion, metallosis and elevated metal ion levels. A review of invoice history confirmed the initial surgery date and indicates the revision surgery took place on (B)(6) 2007. Invoice history further indicates that the modular head, taper insert and femoral stem were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-06547/06549).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 5 mdrs filed for the same patient (reference 1825034-2014-06547/ -06549 & -08641/ -08642).

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2007 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, dysfunction, lack of mobility, loss of range of motion, metallosis, and elevated metal ion levels. A review of invoice history confirmed the initial surgery date and indicates the revision surgery took place on (B)(6) 2007. Invoice history further indicates that the modular head, taper insert and femoral stem were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient was revised due to left hip pain. Revision op report notes no evidence of infection, necrotic tissue, or fracture. Op report notes the presence of a deep hematoma and fluid. The femoral components were removed and replaced. Additional information received reports patient underwent a right total hip arthroplasty (B)(6) 2009. No revision procedure has been reported to date.